Event description:
The patient received the scs system on (B)(6) 2011. It was reported that communication between the ipg and charging system was intermittent. The patient must continually reposition the antenna. The patient reports using the accessory belt. It was recommended the patient attempt to charge with the antenna placed in the pouch over her clothing for added space as the patient is very slender. The manufacturer has attempted to obtain an update regarding the patient's status; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.